Event description:
It was reported the patient had adverse stimulation paresthesia. It was stated reprogramming was performed on the day of report. It was noted the etiology was related to the device or therapy but not related to the implant procedure. It was noted the patient had intermittent excessive stimulation paresthesia when walking. It was stated the severity was moderate. It was noted the patient had resolved without sequelae on the day of report.

Manufacturer narrative:
(B)(4).